Event description:
Additional information received reported post implant the patient was extremely happy. She used to have recurring urinary tract infections with bladder retention; having trouble controlling it. Her residuals were as high as 200cc. Post implant the patient underwent uroflow. Total volume was 691cc, peak flow was 37cc per second, average flow was 17cc per second. A bladder scan was performed and demonstrated 124cc of residual. Urinalysis was clear. All counts were considered excellent. The physician recommended a follow up visit after 6 months to make sure residuals were not increasing. The physician had not seen the patient since (B)(6) 2011.

Event description:
The patient developed a urinary tract infection and will be having an upcoming surgery. Additional information has been requested.

Manufacturer narrative:
Lead model 3889-28, lot # v621703, implanted: (B)(6) 2011.